Event description:
Defective component in tubing device. Hole located in tubing. Medication began squirting out of tubing when transfusion started. Diagnosis or reason for use: secondary IV infusion administration. Event abated after use stopped: yes.